Event description:
Reporter noted error code received while doctor was in phaco; unable to proceed. Patient's conj tore. Changed out handpiece, cassette, and machine. Had problems tuning second machine. Surgeon removed lens nucleus fragments manually, with forceps. Outcome reported as poor; prognosis is unk. System was used for subsequent cases without problem. Customer requested additional inservice.

Manufacturer narrative:
A company service rep checked system; unable to duplicate performance problem reported. Replaced footswitch cable and controller proactively, due to error code noted in log on day of incident.